Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. It was also reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.